Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin reaction to a medication which the lifevest exacerbated. Patient described the area as bright red. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed an antibiotic cream and hydrocortisone for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve.